Manufacturer narrative:
(B)(4). Conclusion: the orbit galaxy coil was not returned for analysis. Review of DHR for lot 17256204 found that 3 rejected units (2 due to damage pebax-coil loading and 1 due to purge hole flow rate out of specification) may be related to the reported complaint. However, the DHR review confirmed that the rejected units were properly segregated and discarded. Controls are in place to detect such nonconformities. There were no other issues found to be potentially related to the reported event. The detachment difficulty could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, procedural factors may have contributed to the event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of a vertebral artery aneurysm, the pressure of the dcs syringe ii (lot unknown) did not reach the green zone, and the orbit galaxy coil ((B)(4)) could not be detached. The galaxy and the syringe were connected properly. The galaxy was withdrawn and replaced with another coil. Since the physician was then able to detach the subsequent galaxy coils used the same syringe without experiencing a pressure problem, the complaint galaxy was deemed defective rather than the syringe. The procedure was successfully completed without further issues. The same syringe had also been used successfully to deploy coils prior to the complaint galaxy, and had been filled with saline from a dedicated source. The syringe had not exceeded the green zone prior to this event. Prior to attempting to detach the coil, it was verified under fluoro that there was no stress against the microcatheter or delivery tube. The coil delivery system had been prepped without any difficulty. There were no patient injuries or complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to and after the event. The complaint product was discarded by the customer. No further information was available.